Event description:
Related manufacturer report number: 2017865-2023-49794. It was reported that the patient presented to the emergency room. Imaging revealed both the atrial and right ventricular leads had dislodged. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.